Event description:
A report was received that a pedicle screw broke in a l5-s1 construct at an unknown time following implantation. The date of initial surgery is unknown. No patient injury was reported to have occurred. Revision surgery was scheduled to be performed on (B)(6)2012. It is unknown if revision was completed as initially reported.

Manufacturer narrative:
(B)(4). The initial surgery date and product identification are unknown at this time. Revision surgery was reported to have occurred on or about (B)(6) 2012. The explanted product has not been received to date and root cause(s) has not been determined. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants... These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."